Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges no longer slide on the pump smoothly. The customer's blood glucose level was not impacted. No further information regarding this issue was provided.